Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side pain and breast implant rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision reconstruction breast surgery with a 255cc mentor memorygel breast implants on both sides (right side implanted on (B)(6) 2013; and left side implanted on (B)(6) 2013) and experienced back pain from her implants. Bilateral rupture was confirmed during removal surgery on (B)(6) 2020. It was reported that patient's symptoms improved after explantation. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 26, 2020, mentor became aware that patient also experienced generalized illness symptoms including brain fog, joint pain, weakness, fatigue, chronic inflammation, neck and back pain, and also left side capsular contracture; baker grade IV. Patient codes "no code available" and "capsular contracture" have been added to field h6. H6 patient code 3191: generalized illness. On november 3, 2020, device evaluation was completed. Device evaluation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).